Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: cyf-vh/vhr reprocessing manual chapter 5 reprocessing the endoscope 5.8 sterilizing the endoscope and accessories ethylene oxide gas sterilization of the endoscope and accessories caution: ¿attach the sterilization cap (maj-1538) to the venting connector of the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not send the suspect device to olympus for evaluation. The customer reported the device was working fine and would not be returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device may have been reprocessed without the ethylene oxide cap attached. There was no harm or user injury reported due to the event.